Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported they could not get the device to turn on to check MRI eligibility. The hcp was not sure of the exact problem, but was not sure it was functional because it would not turn on. Follow-up with the hcp reported a different hcp said the patient needed to get in touch with the manufacturer to have the device looked at. The patient did not get the MRI done at that time and they had no further information. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.